Event description:
The caregiver (cg) contacted baxter?s technical service center regarding a system error (se) 2367 (resume error, critical error found), which occurred on the homechoice during use during dwell 1. The patient was connected. The baxter technical service representative (tsr) had the cg review the alarm log. The log contained a se 2367. The cg would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011, regarding the reported event. The cg stated they were able to continue therapy after starting over with new supplies. The cg stated they did not notice any visible damage or abnormalities with the supplies in use. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2367 (generated after either an air in set or air and fluid in set system error) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.